Event description:
The report stated that during a cholecystectomy, doctor pressed the switch with his right foot and his left foot, which was touching the footswitch's edge, got an electric shock. The foot had a blister. After that, the doctor was careful not to touch the switch with the other foot. The procedure was completed and there was no patient injury. The generator was set at 40w coag. Follow-up found that the doctor's left foot is ok.

Manufacturer narrative:
Date of initial report: 08/26/2008. The generator was returned to covidien evaluated and found to operate to specification.